Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 23.7 mmol/l at the time of incident. The customer treated high blood glucose with manual injection. Customer stated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the pump error alarm cleared active insulin. No further patient complications were reported. The insulin pump will not be returned for analysis.